Event description:
It was reported that patient in clinic. Upon review, it was noted that right ventricular lead exhibited high impedance. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.